Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 59 mg/dl at the time of the incident. The customer was possibly involved in a car accident due to the low. The customer was at 140 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. Customer stated that the pump did not suspend itself and they did not get a text notification. Troubleshooting was completed but did not resolve the issue the customer lost their meter during the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No delivery anomalies noted during testing. Unit functioned properly. Unit received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.